Event description:
It was reported that pump experienced malfunction alarm with code 16 and no events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials; customer was also advised to program pump settings and connect continuous glucose monitor to replacement pump, and customer understood and acknowledged all instructions.